Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5034068. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5065258.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an increase in pain in their low back and legs resulting in inadequate pain relief. Additionally, the patient wanted to have magnetic resonance imaging (MRI) in the future and therefore underwent an explant procedure of the scs system. There were no reported patient complications postoperatively; the patient has been discharged from the hospital and sutures were removed. The explanted devices will not be returned as they were discarded by the medical facility per their protocol.